Event description:
I have developed tetanus, severe neck pain, seizures, anxiety, and insomnia from the covid vaccine. The covid tests by roche were evidently covered in a biolfilm that introduced bacteria into the nasal cavity. Somryst is counter indicated for seizures which the provider knew. Seizure disorder, cannot use somryst, service dog for seizures.